Event description:
It was reported by the head nurse in the mi cu2 department that the intra-aortic balloon pump (iabp) gave a warning after connection and the monitor displayed "on battery." The exact point of difficulty is "during use." As a result, the failed circuit breaker assembly was replaced with a new circuit breaker assembly. There was no reported patient injury. Updated information stated that the event occurred while the pump was on the patient and the physician stopped using the pump after the issue occurred. The physician changed to another iabp to complete the therapy. There was no harm to the patient. The patient is fine. The pump was used 477.7 hours prior to the event.

Manufacturer narrative:
(B)(4).